Event description:
The autopulse platform (B)(6) was used during a patient call. About 10 minutes into use, the autopulse platform displayed "system error, out of service, revert to manual CPR." The customer stated that the reported issue resulted in unexpected interruptions in CPR and patient care. The crew reverted to manual CPR. No consequences or impacts on the patient.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn 34753) displayed "system error, out of service, revert to manual CPR" was confirmed in the archive data and during functional testing. The root cause of the system error was the drivetrain motor brake gap being too wide and out of specification, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in may 2019 and is over 6 years old. Reviewing the archive data showed a system error, 139 (unable to hold compression position) around the customer's reported event date, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" upon powering up, confirming the reported complaint. Investigation revealed that the drivetrain motor brake gap was too wide and out of specification, which triggered the system error. Because the brake gap could not be adjusted to meet specifications, the drivetrain motor assembly must be replaced to remedy the problem. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(4).